Event description:
The customer reported that a female patient was scanned for a hip examination on an achieva 1.5t mr system. After the examination a third degree burn of 1cm x 3cm was observed at the front of the thigh of the patient.

Manufacturer narrative:
(B)(4): (method, results and conclusions): the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.